Event description:
Information received notes that a transtelephonic check observed a rapid asynchronous pacing rate of 144 ppm. The patient was sent to the hospital and interrogation of the device noted dashes (---) for several parameters. Repro-gramming removed the dashes, but after power-off and re-interrogation, the dashes returned. An unsuccessful attempt was made to download and verify the microprocessor.